Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital with frequent low flow alarms. The patient called and stated that they began experiencing frequent low flow alarms while at the dentist and they were asked to report to the hospital. Fluids did not seem to resolve the lfas. Upon arrival, the patient was found to be hypertensive, so the hospital planned to treat that first. They were also planning to rule out outflow graft/inflow issues/changes with a computed tomography (CT) scan/echocardiogram. The patient did have stents along their outflow graft. The patient was asymptomatic and felt great. The event log file captured persistent low flow events with the estimated flow hovering mainly around the 2.4 to 2.5 liters per minute range. Manufacturer report number 2916596-2023-06357 covers the history of ofg stent placement.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events on (B)(6) 2024 from 16:46:27 to 17:28:04, per the timestamps. Intermittent low flow alarms were captured that occurred in the setting of elevated pi. The log file also captured numerous low flow fault flags that did not persist long enough to activate a low flow alarm. Additionally, pulsatility index (pi) was elevated for the duration of the log file, and multiple pi events were captured. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.